Event description:
Went to bathe baby and went to take off leads with detachol and noticed some small raised blisters with clear like fluid underneath lead as it was removed manufacturer response for radiolucent neolead ECG electrodes, radiolucent neolead ECG electrodes. (Per site reporter) all affected lots 2022-9033, -9034, -9035 were pulled from stock and returned to manufacturer.